Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer's representative. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient¿s stimulation was too high for her once she got home. It was stated that the patient was able to turn therapy off with assistance from patient services. It was noted that since the patient had difficulty making adjustments without the antenna, which she couldn¿t find for now, the patient was going to leave stimulation off until her husband got home. It was stated that the patient¿s husband got training on the patient programmer, she didn¿t.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).